Manufacturer narrative:
The cusa excel handpiece was returned for evaluation: device history record (DHR): the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The transducer found to be twisted in the handpiece housing. User mistake, torque base was not used. The housing and all o-rings of the coil form need to be exchanged. The calibration and the final test according to the manufacturer's specification must be performed. The housing and all o-rings have been replaced. The repair, calibration and final test according to the manufacturer's specification have been performed. Root cause - the overtorquing of the handpiece is caused by incorrect assembly and disassembly of the handpiece by the customer using the torque wrench. This resulted in torque wrench misaligning the dot on the handpiece and the handpiece connector. Recommend re-training customer on correct assembly and disassembly of the handpiece by the customer using the torque wrench. Future complaints will be monitored and trended.

Event description:
A facility reported that during an unspecified surgery, there was no fragmentation on the cusa excel 23khz straight handpiece (c2600). The surgical procedure was successfully completed without the cusa equipment or any similar equipment. However, there was increased surgery time of 40 minutes.